Event description:
It was reported that the patient was symptomatic with intermittent pectoral stimulation. The device exhibited high capture thresholds of 6.0 v, 1.0 ms and low sensing thresholds of 0.3 mv.